Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with kaguya cycler were reviewed. A review of the most recent therapies revealed the programmed estimated night uf (0ml) may have been set too low for the most recent therapies. Per the kaguya clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The therapy data from the seven most recent completed therapies showed the patient¿s average uf was approximately 414 ml. Based on the device log analysis, there was evidence of iipv and the probable cause of the reported event was determined to be the programmed estimated night uf being set too low (use error). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during an unknown process step. It was not reported if the patient was connected to the kaguya device at the time of the event. It was reported the patient "want to go the hospital¿; however, it was not reported if the patient was admitted for the event. Renal therapy services assisted the patient to "exit operation". It was further reported "resolution was provided over the phone call". No additional information is available.